Event description:
The customer reported that the insulin pump had low battery alarm less than one week. Customer stated she received a low battery alarm after replacing the battery. Troubleshooting was done. Customer's blood glucose was 65 mg/dl. Customer treated with sugar. It was found that the battery indicator showed less than 2 bars. It was also found in the alarm history that the battery did not last more than one week. There was also low battery and button error found. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).